Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent knee arthroplasty revision due to unknown reasons.

Manufacturer narrative:
(B)(4). Device received with complaint for investigation. Visual exam indicated the articular surface exhibits signs of wear on both the proximal and distal surface, and metal flakes on the distal surface. The hinge post extension exhibits scratches on the shaft and damage to the threads. Both the overall lateral and antero-posterior dimensions as well as the anterior height of the polyethylene articular surface were not conforming to print, which could have been caused by its removal. However, the length and diameter of the metallic hinge post extension conformed to print specifications. The device history records and component receiving inspection records on all product part and lot numbers were reviewed and identified no deviations or anomalies. The knee component compatibility was assessed on all products involved in this case and confirmed the implants had no compatibility issues noted. This device is used for treatment. A complaint history search identified no other complaint for the part/lot combination of the articular surface. Surgical notes were not provided but it was reported that the surgical technique to lock the pin via torque wrench was followed during implantation. However, it is unknown whether the component was implanted with the correct orientation as per the surgical technique. An intra-operative photo taken during the revision surgery clearly shows that the distal part of the hinge post extension is raising above the articular surface with the thread exposed, and is completely unscrewed. Per the package insert of the articular surface, loosening of the prosthetic knee components is a known potential adverse effect of this total knee arthroplasty (tka) procedure. The insert also warns that because the rotating hinge knee is a highly constrained device, the risk of component breakage, loosening and polyethylene wear may be greater than for less constrained knee implants. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now known that the patient's knee arthroplasty was revised due to disassociation of a hinge knee's articular surface hinge post.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.